Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found white balance could not be performed due to damaged charged coupled device unit. The additional investigation findings are as follows: wrinkle and dent on the cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an image problem while using the camera head. The issue occurred during the middle of the therapeutic procedure, and it was completed with a similar device. There were a few minutes delay. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the image issues occurred due to a defective charged coupled device unit. Olympus will continue to monitor field performance for this device.